Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously normal thyroid stimulating hormone (tsh) result generated by the access 2 immunoassay system for one patient. The initial tsh result was 0.42uiu/ml and upon repeat testing the results were 0.20, 0.16 and 0.14iu/ml. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Sample was collected in serum tube and centrifuged for 10 minutes at 3500 rpm. Qc was within the customer's established ranges prior to and after the event. System checks performed on (B)(4) 2010 and (B)(4) 2010 passed within instrument specifications. A field service engineer (fse) was on-site (B)(4) 2010. Fse verified hardware and performed system check. All passed within specifications and fse did not identify any hardware issues with the instrument. A clear root cause for this event has not been determined to date.